Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net. The atrial lead exhibited noise; can on lead abrasion was suspected. No medical intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).